Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited unspecified diagnostic anomaly issue. Patient status was unknown.